Manufacturer narrative:
(B)(4). Although requested, the connector has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.

Event description:
Received a report from customer's quality feedback form: "positive pressure IV cap squirts blood when doing blood draw. Exposure risk to staff. Difficult to clear blood out of cap when flushing thereby imposing infection risk to patients and need to change product on pt too frequently." There was no harm to the patient or medical intervention reported. The customer stated that no further patient or event information is available.